Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported tones. The patient heard a beep and a while later heard another beep from his device. The patient works in a tool and dye company and was wondering if the tones were due to electromagnetic interference (emi).